Event description:
It was reported that customer experienced continuous glucose monitor error during use with sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance for complete pump reset, and successfully performed reset, after which pump no longer displayed error, and no further action was required.